Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the handle to be fractured. The fractured tip remains assembled with the broach handle. The t-handle shows signs of dings and gouges. Multiple impact marks are present on the broach handle near the strike plate and threaded hole. The shaft also exhibits scuffing. The distal mating features have been scuffed and deformed. Complaint confirmed based on evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
It was reported that during set up, the version bar for the broach handle was found broken inside of the handle. There is no additional information available at the time of this report.